Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate. The reservoir had migrated into the shaft of the penis which was apparent on visual inspection. This migration likely caused a hole in the reservoir resulting in fluid loss. The pump was suctioning in on itself and would not inflate the cylinders. The ipp reservoir was replaced and there were no patient complications.